Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Visual inspection found multiple external insulation abrasions breaching the right ventricular, ring electrode, and superior vena cava proximal to the suture sleeve tie marks caused by friction to lead-to-can. Multiple internal insulation abrasions breaching the superior vena cava were also found distal to the suture sleeve tie marks. Internal insulation abrasions breaching the right ventricular, ring electrode, and superior vena cava lumens were found in multiple locations under the superior vena cava shock coil. Other damages found are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.